Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a painful pimples. The patient¿s physician prescribed ointment for the skin irritation. There was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.